Manufacturer narrative:
Reported event/death occurred at (B)(6) facility. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the hospital in cardiac arrest. Log file submitted captured a period of several low flow events on (B)(6) 2022 at 1937 to 1959 with the flow noted as low as 1.5 lpm. Nothing unusual noted prior to the sudden drop in flow. Flow drops to 2.4 and power at 5.9watts. There were no arrhythmias. There was no evidence of suction events. The patient had approximately 28 minutes worth of low flow alarms with flows as low as 1.5, no changes in speed, and pulsatility index (pi) events no lower than three. The patient's spouse reported that the patient was talking while sitting on the toilet and suddenly slumped over and was unresponsive. The patient had a history of orthostatic issues in the past. Emergency medical services (ems) was cold, there were low flow alarms at that time upon their arrival. They were unable to obtain a pressure and therefore 25 seconds worth of compressions were completed. A CT (computed tomography) chest was done in followup demonstrating no outflow cannula kinking or dislodgment of the device itself. The patient¿s ICD (implantable cardioverter defibrillator) was placed one week after pump went in. Again, this interrogation showed no arrhythmias whatsoever. No cause for low flow alarms were identified. With the exception that it was likely a vagal episode that led to low flow and return into the left ventricle. Head CT times three demonstrated no bleed or other adventitious issues. The patient passed away on (B)(6) 2022 following the compassionate withdrawal of care per family request. It was reported that the patient¿s pump functioned properly prior to deactivation. The hospital reported that there was no reason to explant the device. No additional information provided.

Manufacturer narrative:
Reported event/death occurred at (B)(6) facility. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the hospital in cardiac arrest. Log file submitted captured a period of several low flow events on (B)(6) 2022 at 1937 to 1959 with the flow noted as low as 1.5 lpm. Nothing unusual noted prior to the sudden drop in flow. Flow drops to 2.4 and power at 5.9watts. There were no arrhythmias. There was no evidence of suction events. The patient had approximately 28 minutes worth of low flow alarms with flows as low as 1.5, no changes in speed, and pulsatility index (pi) events no lower than three. The patient's spouse reported that the patient was talking while sitting on the toilet and suddenly slumped over and was unresponsive. The patient had a history of orthostatic issues in the past. Emergency medical services (ems) was cold, there were low flow alarms at that time upon their arrival. They were unable to obtain a pressure and therefore 25 seconds worth of compressions were completed. A CT (computed tomography) chest was done in followup demonstrating no outflow cannula kinking or dislodgment of the device itself. The patient¿s ICD (implantable cardioverter defibrillator) was placed one week after pump went in. Again, this interrogation showed no arrhythmias whatsoever. No cause for low flow alarms were identified. With the exception that it was likely a vagal episode that led to low flow and return into the left ventricle. Head CT times three demonstrated no bleed or other adventitious issues. The patient passed away on (B)(6) 2022 following the compassionate withdrawal of care per family request. It was reported that the patient¿s pump functioned properly prior to deactivation. The hospital reported that there was no reason to explant the device. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. The controller event log file contained data spanning from 25jan2022 at 08:50:13 to 27jan2022 at 23:31:22, per the timestamp. Low flow events were captured on 27jan2022, from 19:37:34 to 19:59:20, when the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute (lpm). A total of 3 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were captured, and the pump appeared to have been operating as intended. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation as it was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists other neurological event (not stroke-related) and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.